Event description:
It was reported the customer's mother had to change the infusion set due to high blood glucose of 400 mg/dl. Treated and blood glucose went up to 465 mg/dl. Customer's mother declined troubleshooting and thinks it might be a site problem. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.